Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Three different programmers in two different rooms were attempted, without success. There were no patient symptoms reported with this clinical observation. The device was explanted and replaced with another guidant ICD.